Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer reported issue was confirmed. Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective cable unit, however, the exact cause of the defect could not be specified. It is likely the cable failed due to one of the following; the cable pins on the connector are too small for the shield cables (shield cables are grouped of up to four single cables and this shield group is too big in diameter for the pins on the connector), the shield groups soldering joints are too weak to withstand the forces within the cable, the sealing compound within the connector does not seal the soldering joints and bare contacts completely against steam resulting in corrosion, the cables/soldering joints were under stress during the manufacturing process which lead to premature damage, and/or the soldering process used at the time of manufacturing was out of date. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that a video telescope had green and pink image. The reported issue was found before a therapeutic procedure. There was no patient injury or adverse event reported to olympus. This medwatch is being submitted for the reportable issue found during intake,

Manufacturer narrative:
The device has not been returned for evaluation. The investigation is still ongoing. If additional information is received, a supplemental report will be submitted. E1: umgghm grpe hospitalier mutualiste service comptabilite fournisseurs additional PMA/510(k): k190744. Olympus will continue to monitor the field performance of this device.